Event description:
The account alleged that none of the bed functions are working. The account has replaced the footboard but the problem remains.

Manufacturer narrative:
The account inspected the power supply board and found corrosion due to fluid ingress on the board. Repairs have not been completed.